Event description:
During a standard dental treatment, the handpiece heated up and burned the patient on lower lip to the size of a euro-cent coin. One day later the lip was swollen down to the chin. According to dentist no medication or medical care was prescribed or necessary, the swelling went back and the burn is healing.

Manufacturer narrative:
The analysis did show that the conical spring in the back cap button has been assembled upside down. As this spring interferes with the ball bearing if it is assembled in this way it caused to heat up of the handpiece head. The root cause for this wrong assembly was that the back cap button came loose and the user re-assembled the parts by his own instead of sending the handpiece in for repair when they fell apart. Reported due to the 2 year presumption rule. Incident occurred in (B)(6).